Event description:
Using dexcom g7 continuous glucose monitor. Sensor parts fail frequently and don't transmit glucose level to receivers. Dexcom continues to send replacements but failure rate seems high.